Event description:
Caller stated that she sought medical attention on (B)(6)2023 around 3:50pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 307mg/dl. A normal result for that time of day is usually around 160mg/dl. About 10 minutes after testing with the prodigy meter paramedics were called. Caller stated there were no food drinks or medication consumed while waiting for paramedics to arrive. Paramedics arrived in approximately 20 minutes, tested the end-user with their glucometer, and received a result of 53mg/dl. Paramedics tested the end-users blood glucose with his prodigy meter and received a result of 282mg/dl. Paramedics had the end-user eat a peanut butter and jelly sandwich and sugar strips to raise his blood glucose. The end-user was not transported to the hospital. Paramedics tested the end-user prior to leaving and the end-user had a blood glucose of 76mg/dl. Caller had no additional information to provide.

Manufacturer narrative:
No nonconformance was found and recorded in the document (B)(6)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). The meter was shipped to pdc on 2022-05-30. Because the suspected meter was not returned to okb, the retained one (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by any retained strips (lot#: d230320b-4) from okb's warehouse and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 59/59; level high: 333/332) met the acceptance criteria (level low: 40~85; level high: 230~340). The root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.